Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Event description:
Patient was revised to address pain and osteolysis. Update rec'd (B)(4) 2014- pfs and medical records received. Part/lot was provided. The doi was provided. Revision operative notes indicated metallosis, tissue/bone necrosis, a loose cup, and an acetabulum fracture. The head and screw are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. New unity record created in order to update etq complaint number com-(B)(4). Update (B)(4) 2018: com-(B)(4) has been re-opened under pc-000247940 due to receipt of ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges loosening of cup, loosening of stem and coponent fracture. Added stem in impacted products. Doi: (B)(4) 2009-dor: (B)(4) 2013 (left hip)